Event description:
The customer reports three separate patient injury events occurring during diagnostic colonoscopy procedures using the same evis exera iii colonovideoscope. Case with patient identifier (B)(6) reports patient 1 of 3 (this report); case with patient identifier (B)(6) reports patient 2 of 3; case with patient identifier (B)(6) reports patient 3 of 3. In this case, the patient underwent an esophagogastroduodenoscopy (egd) and colonoscopy for the indication of screening and chronic gastrointestinal reflux disease (gerd). During the colonoscopy, the patient experienced an iatrogenic perforation during of the colon. Treatment for the perforation included: exploratory laparoscopy, segmental colectomy with primary anastomosis. There were no further consequences to the patient. The patient's current condition is reported as home/stable. No endotherapy devices were used during the procedure. There was no malfunction of the scope during the procedure. The physician reports it was a difficult procedure due to an area of heavy diverticular disease with very friable tissue. The colonoscopy procedure was aborted after the perforation occurred.